Manufacturer narrative:
Updated report with contact information for the initial reporter. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) reviewed and noted there were undersensing as well as far field oversensing noted on the atr episodes. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) reviewed and noted there were undersensing as well as far field oversensing noted on the atr episodes. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.